Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device turned off unexpectedly when tested in battery mode. The cause was identified to be two stuck rear case battery pins. A depressed battery pin contact on the rear case was observed, which could not be restored to its normal position. This resulted in improper contact with the battery, causing the unit to turn off unexpectedly when tested in battery mode and additional, present improper shutdown message on the display. The back flex battery contact pin requires to be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device turned off unexpectedly when tested in battery mode. No additional information is available.